Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. Utilizing a new easyturn stylet, the function of the fixation mechanism was, initially, abnormal due to the physiological residue surrounding the helix. Once cleaned the function conformed to specifications. It is also noted that the function of the mechanism was normal during the initial testing prior to the implant attempt, as reported by the physician. Therefore, the analysis concludes that the dysfunction of the fixation mechanism is likely attributed to the physiological residue that was found surrounding the helix. The damage to the rv defibrillation coil and to the body of the easyturn stylet was determined to not be attributable to a manufacturing defect.

Event description:
Before implant, the screw on this lead was tested and worked properly. However, once it was positioned in the proper place, the screw would not extend. Therefore, the lead was not implanted.